Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy. Voluntary medwatch received reported: we are on our third and needing a fourth tandem mobi pump in two year and every single pump has had the same issue. So far, three pumps were sent back to tandem because of constant occlusion alarms which stops delivery of life saving insulin. I have videos of the pump clearly under duress trying to deliver a bolus that ultimately ends in an occlusion where the pump won't give any insulin. Sometimes these occlusions occur overnight during sleep hours and cause blood sugars to climb which could cause our daughter to end up in life threatening dka (diabetic ketoacidosis). There are many reports of this same issue on multiple facebook groups.